Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case at display window corner and cracked battery tube threads.

Event description:
It was reported the insulin pump stopped working it had a blank display, attempted to fix issue with a new battery. Customer's father stated customer's blood glucose kept rising it was currently 360 mg/dl. The device had some scratches on the screen. The device was not dropped, bumped, or exposed to moisture. The battery compartment, battery cap, or springs were not damaged, missing, nor corroded. Customer's father inserted a new battery and the display did not return. Customer's father was advised to clean the battery compartment, inserted a new battery, and display did not return. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information reported